Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a lesion. After a stent was implanted, the angiography showed that the middle and distal segments of the stent were not fully expanded. A 3.0x15mm nc sprinter balloon was used to complete the inflation and was expanded at 20-24 atm. It was reported that the balloon ruptured. It was stated that considering the existence of calcified nodules, the balloon was withdrawn, and partial loss/fracture of the balloon skin was noted. It was noted that the lesions were complex, and there might have been problems with recessive calcification and calcified nodules. No patient injury was reported.